Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported syringe pumps not recognizing syringes. The syringe was "bd 50" per customer. The customer reported that in all cases, they have been able to replicate the problem, and in some cases, they found that the syringe pump is able to infuse without closing the barrel clamp. The modules had new syringe sizers installed during remediation. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available. Correction : date of event, describe event or problem. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported syringe pumps not recognizing syringes. The syringe was "bd 50" ref 309653 per customer. The customer reported that in all cases, they have been able to replicate the problem, and in some cases, they found that the syringe pump is able to infuse without closing the barrel clamp. The modules had new syringe sizers installed during remediation. There was no patient involvement. Bd learned additional information from the customer through due diligence. It was reported by the biomedical engineer the following test findings performed by their internal team: s/n (B)(6), date of incident 7/25/2023. Incident details: "broken unable to recognize syringe, syringe size not specified." The syringe was "bd 50" ref 309653 per customer. Devices were repaired and sent back to service. S/n (B)(6), date of incident 6/30/2023. Incident details: "clinical reported could not recognize 6ml syringe." Biomed findings: "turned on unit and tested recognition of 3, 5, 10, 20, 30, and 50/60ml syringes. Found that unit did not recognize the 50/60 ml syringe. Completed calibration, completed alaris pm software tests. Tested syringe size recognition and confirmed unit could recognize all sizes." S/n (B)(6), date of incident 1/21/2023. Incident details: "not recognizing syringe sizes, size not specified." Biomed findings: "powered on device in as in state and inserted bd 50 ml syringe. Confirmed device is not recognizing syringe size. -inspected device - no fault found (nff). Ran alaris software calibration and subsequent pm procedures - nff. Re-tested both sides of iui with bd 50, 20, and 10 ml, all completed infusion without issues." S/n (B)(6), date of incident 4/13/2023. Incident details: "not recognizing syringe sizes, size not specified." Biomed findings: "powered on device, confirmed it does not recognized bd 50 and 20. Ran asm calibration - nff. Ran asm pm procedure - nff." S/n (B)(6), date of incident 3/29/2023. Incident details: "IV syringe module unable to detect what type of syringe loaded into the module. Powered off module and tried to reload several times but still unable to detect syringe type." Biomed findings: "checked event log and error log --> no info. Bd 50 ml syringe does not get recognized (5, 10, an 20ml syringes do). Performing calibration --> failed calibration, faulty plunger sensor. Replaced force sensor and plunger head parts. Replaced plunger assembly. Performed calibration. Performed pm. It can recognize all the different size syringes. S/n (B)(6), date of incident 3/29/2023. Incident details: "syringe channel not recognizing the medication syringe loaded into the pump. It was a 3ml bd syringe. Tried reloading several times but still had issue." Biomed findings: "powered on unit in as instate. - nff. Installed bd 3 ml syringe, unit is able to recognize it. Ran a 100ml/hr. Infusion with the 3 ml syringe. Completed without issue. Checked event log and did not find anything unusual. Clinical reported issue with 3ml, biomed unable to replicate. S/n (B)(6) , date of incident 2/15/2023. Incident details: "error message" biomed findings: "powered on device in as in state - no error messages. Downloaded error/event log - log only error codes and no notable events. Ran bd 50 syringe - could not be recognized, will calibrate and test again. Ran alaris calibration - nff. Ran pm procedures again - nff. Unit is now able to recognize bd 50 syringe."